Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro plus dcs; product ID: d-evprop34; (lot: 0012443478); product type: 0195-heart valves; non-implantable device. Other medical products in use during the event include: product ID: l-evprop34; (lot: 0012362256); product type: 0195-heart valves; non-implantable device. Product ID: d-evprop34; (0012423892); product type: 0195-heart valves; non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs) and a fluoroscopic inspection of the load was performed. A pre-implant balloon dilation was performed using a 28mm x 50mm non-medtronic balloon. After the balloon was withdrawn, the dcs was advanced without difficulties, and the deployment began in cusp overlap view; however, due to the position, the valve was recaptured. Upon the second deployment attempt, the valve was under-expanded, noted to be "twisted", and the frame did not touch the sinus of valsalva. Due to this issue, the patient required cardiopulmonary resuscitation. The valve was recaptured and withdrawn. The valve was rinsed several times to remove thrombi that were trapped in the metal and fabric of the valve; however, some clots still remained. A new valve was subsequently loaded into a new dcs, and successfully implanted on the first attempt. Following implant, a gradient of 2 mmhg and no paravalvular leak was reported. After checking the vascular access, an occlusion was identified in the left femoral artery, and the vascular team treated the occlusion.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold. Per the physician, annular calcification contributed to the infold. The left femoral artery was used as the access site, and the minimum diameter of the access vessel was 8 millimeter¿s (mm). The left femoral artery injury occurred at the end of the procedure. Per the physician, too much left femoral manipulation was the cause of the left femoral artery occlusion. Additionally, it was further reported that the first and second dcs caused/contributed to the injury. Surgical treatment was provided to the left femoral artery. Due to the first valve not functioning properly, the patient experienced cardiopulmonary arrest which was resolved with cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. However, the images provided do not validate any of the issues reported. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. There is no evidence of an infold occurring during the implantation. If an infold occurred, images were not captured. It was reported that the valve was rinsed several times but due to clot, it was replaced. As stated in the instructions for use, if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. There is no evidence of another fluoroscopic valve load inspection. The valve was deployed just prior to the point of no recapture in the cusp overlap view and depth appeared to be approximately 5-6mm on the non-coronary cusp. Depth assessment in the lao view was not provided therefore depth on the left coronary cusp is unknown. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is 1 mm or >5 mm, consider recapture. In this case, the valve was released, and the final angiogram reveals a deeper position but no visible aortic regurgitation/paravalvular leak. It was reported that a vascular complication occurred at the end of the procedure; however, there are no images of a peripheral angiogram. Due to the limited images provided, this review is inconclusive. Pre-implant computed tomography imaging provided from (B)(6) 2025. The annulus perimeter is 87.8 mm and perimeter derived is 27.9 mm suggesting a 34 mm evolut per sizing matrix. The sinus of valsalva (sov) minimum diameters for right coronary cusp and non-coronary cusp was less than the recommended diameter of 31 mm, however the mean diameter was 31.2 mm which aligns with the evolut sizing matrix. The aortic valve is trileaflet. Aortic valve leaflets appear moderate to heavily calcified. Calcification seen in sinotubular junction (stj). The sinus and coronary heights are within the recommended ranges with proximal calcification seen in right coronary artery. Aortic root angulation is 42°. Report review: case summary provided from the field team reports an annulus perimeter is 89.1 mm with a perimeter derived diameter of 28.4 mm suggesting a 34 mm evolut. The aortic valve is trileaflet. Calcified borders of aortic valve leaflets and stj. The mean sov diameter was 31.2 mm. Coronaries are above 10 mm. Aortic root angulation is 42°. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received in its original box and jar, fully submerged in a clear unknown solution. All leaflets were in a closed position with a pinhole gap at the point of coaptation. All leaflets were intact; no damages were observed. All commissures were intact. There were no signs of damage, such as kinks or bends to the frame. The valve exhibited discoloration consistent with blood contact; however, there was evidence of thrombus on the returned valve. The valve was submerged in warm saline; the frame expanded to full dilation. The valve was placed in a cold saline bath to perform a loading simulation per instructions for usu (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temperature (approximately 37 degrees celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were noted. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. At this time, the valve was fully recaptured. No anomalies were observed during the recapturing steps. Subsequently, a complete deployment of the valve was performed; no anomalies were observed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.